Event description:
It was reported that when the doctor was performing a urethral implant procedure on a male patient who had a lot scar tissue and upon attempting the third injection, he was unable to inject the bulking material. The dr advanced the injection needle further in order to get past the scar tissue, and he was then able to inject the material. Under fluoroscopy, the doctor noted that the tip of the injection needle was missing. He removed the remainder of the needle from the patient and observed that approximately 2mm of the needle tip was missing. He detached the needle from the syringe and the nurse discarded it. The nurse opened another needle to use in order to complete the procedure. The doctor believes that the tip of the needle remains within the bulk of the implanted material inside of the patient. He is not going to remove it at this time. No further complications have been reported.

Manufacturer narrative:
No sample was returned for evaluation. A review of the device history record (DHR) found nothing to indicate this type of problem. The product met all required specifications. A review of component DHR determined that all needle measurements: needle tip ID and tubing ID, tip length, needle od were certified by the supplier as within specification. Visual inspection by iqc determined 80 units were inspected under 2x - 3x magnification and passed inspection with no defects noted. A review of the complaint history showed no other events of this type having been reported for this product. While no exact conclusions can be made without a sample to evaluate, it is believed that the needle tip may have become damaged when trying to penetrate the scar tissue on the third attempt to injecting the implant material.